Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. This occurred with two cartridges. It is unknown if both cartridges were from the same lot number. The patient experienced elevated blood glucose levels. No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.